Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the systolic reading on a vw cuff, lot: 65519028, was consistently higher than a nibp cuff during a case. At the restart of case, it was an average of 10 points. During and towards the end of the case, the systolic value of the vw cuff was 30 points higher than the nibp cuff. It was consistent in both procedures. The diastolic values were 1 to 5 points off. Correlation on trends was good. Waveform trend over time behaved as expected when the patient was stimulated or medication was given. No patient injuries. Cuff was attached to a hemosphere vita monitor and not retained after case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.